Event description:
The patient presented with vomiting and complaints of not sleeping. The next day, pt was having complaints of "increased movements" and went to the hospital for hydration. Pt was started on oral medication and the next day was given a bolus without effect on the increased spasticity. The patient was maintained on oral baclofen until the new pump and catheter were implanted. It was reported there was no visible sign of catheter or connector problem on x-ray or at explant. The pump was reported to be implanted subfascially in the lower pelvic area. A follow up report will be sent when additional information is received.